Manufacturer narrative:
The pump alarmed compromised force sensor system during the displacement test due to a motor high current draw. The pump passed the idle current and run current tests. Unable to perform the self test, off no power, unexpected restart, basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the alarm. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor. The customer's blood glucose was 6.1mmol/l. The pump will return for analysis.